Manufacturer narrative:
The issue was reviewed by abbott informatics(ai) customer service, but the customer failed to respond to the inquiries from ai customer support. No resolution was provided to the customer. The root cause is unknown. There are no reports of adverse health consequences due to this issue.

Event description:
Starlims public health solution is intended for use by public health laboratory professionals and it is designed to receive and process samples from clinical, culture, environmental, food and other ad-hoc or planned sample submissions. The application provides single and multiple site facilities the ability to store, retrieve, process and manage the data associated with specimen testing including but not limited to patient demographics, tests ordered, test results, test result interpretation, quality control results, and result codes (flags) that may be associated with the specimen from its entry into the laboratory workflow until the report (including patient report) is generated and released. Sample information may also be retained and used for epidemiological studies or submission to adjunct agencies such as governmental public health organizations. When the software is deployed, configurable settings are programmed based on the customer preferences. For instance, each laboratory enters their specific population based reference ranges that are used to evaluate if a patient's test results are normal, below or above the reference range and require further action such as repeat testing. Each laboratory enters their specific reporting rules for reporting samples through various electronic interfaces. A customer notified abbott informatics that a report that was released listed the result as 0.000 and the interpretation as 0.008. According to the signed assay report from, the od was 0.008 and result was none detected.